Manufacturer narrative:
The reported event of guidewire could not be advanced on the lead was confirmed. A complete lead without a guidewire was returned in one piece for analysis. Visual and x-ray examination found the inner coil stretched at the connector region consistent with procedural damage. A guidewire test showed that it could not be inserted due to polytetrafluoroethylene (ptfe) coating clogged inside the inner coil on the proximal end of the lead. No malfunction was found on the lead.

Event description:
It was reported that the patient presented for a scheduled procedure. During the procedure, the guidewire could not be inserted into the bottom end of the left ventricular lead. The lead was not used, and a new lead was implanted. The patient was in stable condition post-procedure.